Manufacturer narrative:
(B)(4). The customer returned one representative sample of unit 5-10408 et tube, uncuffed, 4.0 for investigation. The et tube was received unopened in its original packaging. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was within the manufacturing specifications of +/- 5mm (0.5cm). The accuracy of the depth markings on the tube was measured by lining up a ruler against the corresponding depth mark. The markings on the returned sample were all found to be accurate within .4 cm which meets the manufacturing specification of +/- 5mm (0.5cm). A device history record review was performed and no relevant findings were identified. The IFU for this product states "the user should be alert for anatomical variations including the inside dimensions and length of the patient's airway. Reliance on tracheal tube length and markings should not be substituted for expert clinical judgement. The centimeter markings are provided to monitor the relative position of the tube against a landmark such as the teeth. The markings define the distance from the tip of the tube, accurate to +/- 1 cm. The reported complaint of "markings are inconsistent" was not confirmed based upon the sample received. The accuracy of the markings on the returned sample were found to be within the manufacturing specification of +/- 5mm (0.5cm). Since the specification was met, no defect was found with the returned sample.

Event description:
It was reported that the customer "noticed the measurement markings were not consistent compared to a ruler and their current ett". There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer "noticed the measurement markings were not consistent compared to a ruler and their current ett". There was no patient involvement.